Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, it was observed to be ruptured. Additionally, within the rupture, an anomaly was observed, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided rupture and local reaction. About a month ago, the patient suspected that her left-sided implant was leaking, and also noticed that there was a fluid accumulated around left armpit. Mammogram performed on (B)(6) 2020 indicated unspecified anomaly, and the patient was recommended for further assessment with additional mammogram and ultrasound. Mammogram and ultrasound performed on (B)(6) 2020 indicated the rupture. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified 400cc mentor gel breast implants on (B)(6) 2020. If additional information becomes available in the future, a supplemental report will be submitted.